Event description:
It was reported, "hyfrecator 2000 - hyfrecator sparked and set on fire. Patient uninjured. Staff member had a sharps injury due to blade being near fire. Equipment removed from service."

Manufacturer narrative:
The hyfrecator 2000 is being held by the end-user facility in the (B)(6). Conmed is attempting to have the device retrieved to conmed UK for evaluation. Conmed corporation is attempting to retrieve additional information regarding this reported incident. A supplemental report will be submitted to the FDA on the completion of the quality engineering evaluation. Not returned to conmed corp.